Manufacturer narrative:
This issue has been resolved by the installation of new parts.

Event description:
Customer states that one of the casters fell off the front of the lift. No patient or caregiver impact.